Event description:
It was reported that the pump generated error code 45639 and alarmed with a dso open message during pre-test. There were no patient involvement and harm. This malfunction would likely to cause interruption of therapy.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.